Event description:
Reporter alleged discrepent results were obtained with blood glucose monitoring device and a valid lab comparison. Reporter stated device result was 153 mg/dl. And lab comparison was 110 mg/dl. Reporter stated noticing lab results had been higher lately. Reporter indicated controls were used and level one was within range however level two was thrown away prior to testing with it. Reporter indicated not receiving any treatment as a result of the return of the suspect device and replacement product was sent.